Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate erratic issue with his one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 2:45 pm. The patient obtained results of "276, 145 and 217 mg/dl" on the subject meter, done less than 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. He claimed "about the same time, during the 2nd test" he felt "thirsty, frequent urination". The patient denied receiving any form of medical intervention in response to his symptoms. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and was using an appropriate sample site. Replacement products were sent to the patient. The patient's test strips have been returned to lfs product analysis on (B)(4) 2011, but the testing has not been completed as of yet. Once the results are available it will be submitted as a supplemental report. Although the patient self treated for symptoms suggestive of hyperglycemia, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms correlated with the results previously obtained from the subject meter and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Follow-up #1 (11/30/2011)-device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient's test strips have been returned to lfs product analysis on (B)(4) 2011, but the testing has not been completed as of yet. Once the results are available it will be submitted as a supplemental report. At this time the meter has not been returned. The 510(k) # is k073231.